Event description:
While testing the core impaction drill it was reported that the device heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the bearing, nose cone and motor. The coupler was found to be worn.